Event description:
It was reported that a patient's device was causing her pain. It was stated that the patient met with a company representative "about a month ago" for reprogramming because of pain. It was reported that an electrode "was not working" and it was bypassed by reprogramming. The pain problem had "just started back up again." It was stated that there was no known cause and there was not a clear product problem. The patient had a doctor appointment scheduled for (B)(6) 2012. The doctor appointment was rescheduled for (B)(6) 2012, and at that time the impedances were found to be greater than 4000 ohms for all combinations using the 0 electrode. No programs used 0 so no changes were made. The patient was going to try her 4 different programs to see which was best. The patient stated that her symptoms have been better since she had the system implanted. Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot # v307654, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).